Event description:
It was reported that the patient presented to the ER with complaints of not feeling well and receiving multiple shocks. Upon interrogation, no vt/vf episodes were stored. The patient was discharged home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).